Event description:
Patient e-mailed the nurse navigator that the 5fu cadd pump tubing was leaking. Patient came to the medical oncology unit and the tubing was found to be leaking at the filter/tubing junction. Patient felt a small wet spot on her arm. Pump disconnected and was found to have a small drop of clear liquid forming on the filter/tubing junction. Pharmacist and physician notified.